Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken steel wire. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis. Initially the pitch cable was observed at the distal end. Upon lightly tugging the pitch cable, it was found that the cable was broken at the proximal clevis area. The broken segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is conducted by isi regulatory post market surveillance analyst and the following additional information was provided: the permanent cautery hook instrument had a dislodged silver wire. The root cause of the failure mode cannot be confirmed without the returned device.